Manufacturer narrative:
Correction made to g1: device manufacturer address 1: carretera sanchez km 18.5 (previously submitted as piisa industrial park antigua). Correction made to g1: device manufacturer address 2: parque industrial itabo, piisa (previously submitted as carretera sanchez km 18 1/2). Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted the home patient (hp) to remove the supplies and advised them to contact their nurse regarding the issue. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.